Manufacturer narrative:
The reported event of stretched helix was confirmed. The reported event of a device dislodged or dislocated could not be confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported, during an initial leadless pacemaker (lp) implant procedure, the device became dislodged during tether mode and the helix became stretched. A new lp was used to complete the implant procedure. The patient was stable.